Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified two sharp openings on the posterior side that are in the same location of the crease assessed as a fold flaw opening. One of the openings was also observed as a smooth edge determined to be a smooth opening and the stress marks were assessed as non penetrating nicks. Based on the device analysis the final assessment is: two crease sharp openings assessed as fold flaw opening. An extended smooth opening.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.